Event description:
Customer reported system lockup in 2007 and called for service that day. The system would not bootup they rebooted. No patient injury. Intermittent boot up problems.

Manufacturer narrative:
Service representative investigated system and completed repairs. System returned to service.